Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, component codes and investigation conclusions), h11 corrected fields: h6 (investigation findings). Additional customer contact information: name: (B)(6), e-mail: (B)(6) occupation: biomedical engineer, phone: (B)(6). A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing d441-00-0196 chassis,storage bins. Calibrated and performed functional testing to the unit. The equipment was cleared for customer use.

Event description:
N/a

Event description:
While evaluating the unit getinge field service engineer reported the cardiosave intra-aortic balloon pump (iabp) has broken chassis storage bins. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.